Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The received medical records were reviewed by a depuy medical professional. From a medical perspective, based on the information available to be reviewed, the complaint is unlikely to be product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received for another complaint. After review of the medical records for MDR reportability, the patient had his right knee replaced on (B)(6) 2005. All of the implants were removed on (B)(6) 2008 for possible infection and swelling. The operative note indicated the patient had negative cultures and infection was never confirmed. The patient was reimplanted with competitor products on (B)(6) 2009. A clinic note indicated patella baja on (B)(6) 2007. The tibial tray was noted to be expired when implanted so it now being reported since its been revised. Infection isn't alleged within the litigation. The cement used was competitor cement.